Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3,h4,h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that tfna helical blade perf l105 tan was received assembled with the mating device tfna fem nail ø10 le 125° l420 timo15. The helical blade was assembled in the nail in the incorrect direction with the blade end on the lateral side of the nail and rotated approximately 90 degrees. Since it could not have been implanted in that orientation and a review of the x-ray shows the blade implanted in the correct direction and oriented properly, the two devices were reassembled incorrectly after being explanted. The migration of the helical blade is confirmed by review of the x-ray provided as it shows the end of the blade protruding beyond the femoral head. The locking mechanism was removed from the nail and the prong showed significant damage and was bent outward. Per the surgical technique tfn-advanced proximal femoral nailing system (tfna). Se_847003 rev. Ae . Alternative instrument: the screw can be statically locked to restrict sliding of the screw through the nail. Note: the blade or screw may slide after the load is placed on the construct. The components enabling static locking are based on a friction fit, where the user tightens the locking mechanism down onto the surface of the blade/screw. In some instances, sliding may occur. Assemble the torque limiter to the t-handle and to the hexagonal screwdriver shaft. Pass the static locking screwdriver assembly through the connecting screw and insertion handle until it is seated in the hexagonal recess of the locking mechanism. Turn clockwise to further advance. Turn until the torque limiter releases. After one click, the optimal torque is reached and the screw is statically locked. The torque limiter ensures that the correct torque is achieved to engage the locking mechanism against sliding. Precautions: image intensifier should be used during screw insertion to monitor positioning. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. A dimensional inspection for the tfna helical blade perf l105 tan was not performed due to post manufacturing damage. A functional test was performed and during the test, an attempt to disassemble the tfna helical blade perf l105 tan from the tfna fem nail ø10 le 125° l420 timo15 and was found that the blade is loose and can be sliding trough the hole of the nail, in addition, attempt was made to unlock the mechanism of the end cap and was able to lock and unlock as expected. The overall complaint was confirmed as the observed condition of the tfna helical blade perf l105 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed. The following source controlled drawings reflecting the current and manufactured revisions were reviewed: - ti tfna fenestrated helical blade 04_038_370 rev. C (current and manufactured). Dimensional inspection: n/a h4,h6 manufacturing location: elmira / packaged, sterilized and released by: monument, manufacturing date: 28-apr-2020, expiration date: 01-apr-2030, part number: 04.038.405s, tfna fenestrated helical blade 105mm -sterile, lot number: 50p8469 (sterile). Note: fenestrated helical blade was manufactured by elmira; lot number 48p8354. Parts were packaged, sterilized, and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll), lmd rev ac, was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 17624 supplied by sterigenics was reviewed and was determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in france as follows: it was reported that the patient underwent a surgery to implant the tfna with blade on (B)(6) 2023. The subtrochanteric fracture was reduced and osteosynthesised with a long tfna nail. The patient was seen again as part of his follow-up consultation and had resumed weight-bearing without too much difficulty for several weeks. It was noted on imaging on (B)(6) 2024 that the blade has migrated into the acetabulum despite locking the screw during the initial surgery. The patient underwent a revision and was converted to an hsp with femoral cerclage (not solid at two months). The device was explanted on (B)(6) 2024. This report involves one tfna fenestrated helical blade 105mm - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: elmira / packaged, sterilized and released by: monument manufacturing date: 28-apr-2020 expiration date: 01-apr-2030 part number: 04.038.405s, tfna fenestrated helical blade 105mm -sterile lot number: 50p8469 (sterile) lot quantity: (B)(4). This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that tfna helical blade perf l105 tan had moved from its original positioning. The blade has backed out more than halfway towards the accetabulum. No other issues were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for fna helical blade perf l105 tan. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.